Event description:
Reporter reports back to back testing on meter to lab while using the advantage system with results of 160 mg/dl on the meter and 69 mg/dl at the lab. Reporter reports facility is required to run controls; no results were provided. A request was made for return of the suspect product and a replacement was sent.